Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with no original packaging or other devices. There was blood in the inflation lumen. The distal tip was damaged. Magnified inspection revealed a pinhole with scratches 6mm from the distal markerband. Magnified examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that balloon leak occurred. Vascular access was obtained via the right femoral artery using an unspecified non bsc introducer sheath. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left below the knee. An unspecified guidewire was used to cross the lesion. A 2mm x 20mm x 142cm coyote es balloon was selected to treat the lesion. During the 1st dilatation, a contrast agent leaked at 4atms. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good. However, device analysis revealed balloon pinhole.